Manufacturer narrative:
E.1. Initial reporter facility: (B)(6). A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 05-jun-2024 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the cabinet was not syncing, no items were available for issue. A technical support specialist (tss) guided the customer through checking the network cable connection to the all in one (aio), during which it was observed that the network cable light emitting diodes were not lit. Assisted the customer in unplugging and reconnecting the aio network cable to the same wall port, after which the cabinet was brought back online in lmi. Verified in mql that the message count in view monitor was decreasing and confirmed in the populate buttons screen that there were no failed drawers and all zones were enabled. Advised the customer to wait until all pending messages were processed to ensure the last sync time was updated in the cubex application and the issue was resolved. The system functioned as intended after the technical support specialist troubleshot the device.

Event description:
It was reported that when using the bd pyxis¿ medbank tower cabinet was not syncing, no items were available for issue, and the facility status was showing as not syncing in medbank myqlink (mql). There were no adverse events or injuries reported based on this event.